Event description:
The customer was hospitalized for high blood glucose and ketones. Troubleshooting was performed. The insulin concentration, programming and bolus history were correct. In addition, a fixed prime test was completed and the insulin exited. However, the high-pressure test did not pass.